Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 1 ml syringe luer-lok¿ tips experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309628, batch no. 3223171. Distributor has customer who used bd luer-lok¿ 1-ml syringe 309628 and noted it's plunger did not have enough resistance to keep fluid in and wanted any troubleshooting tip bd could offer. Customer purchased box of 100 with lot 3223171 noted. Explained to caller there are no troubleshooting tip to offer as there should be some resistance with these syringes. Suggested she have customer keep product in question as a complaint would be filed.

Event description:
It was reported that an unspecified number of bd 1ml syringe luer-lok¿ tips experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309628 batch no. 3223171. Distributor has customer who used bd luer-lok¿ 1-ml syringe 309628 and noted it's plunger did not have enough resistance to keep fluid in and wanted any troubleshooting tip bd could offer. Customer purchased box of 100 with lot 3223171 noted. Explained to caller there are no troubleshooting tip to offer as there should be some resistance with these syringes. Suggested she have customer keep product in question as a complaint would be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: twenty representative samples were received by our quality team for evaluation. The samples were subjected to leakage testing. No leakage was observed from this test. Therefore, the team was unable to confirm the customer experience. A device history review was not able to be preformed as this batch was produced in 2003 and the record retention period is seven years. The team was not able to determine a root cause as this failure was not verified. H3 other text : see h.10.